Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, visibility/palpability and lump/nodule are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade iii), visibility/palpability and lump/nodule. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported having experienced ¿hardening of the breast¿ and ¿hard knots or lumps surrounding the implant or in the armpit. Additionally, healthcare professional reported capsular contracture, baker grade iii. This record is for the left side. The device was explanted.